Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient not properly anchoring the driveline, past trauma to the exit site, and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from clinical database that the patient had increased drainage at the driveline exit site. The site requested that the patient's spouse take a picture and send it to coordinator to see. This was shown to physician who ordered doxycycline and cipro for two weeks, accompanied by an increase in dressing changes to twice daily. No white blood count nor culture was taken. The patient did not appear to be febrile. The patient was seen in clinic on (B)(6) 2016 where the driveline was noted to have a small ring of slough and serous drainage. No cultures were taken. It was noted that the patient does not anchor the driveline as the anchor irritates the skin. The coordinator showed the patient how to anchor using the ventricular assist device (vad) dressing as base to not affect the skin. During routine international normalized ratio (inr)/coumadin call on (B)(6) 2016, the patient's spouse verbalized that there was increased drainage, now tan, but with no odor, fever or redness. The patient was prescribed keflex for fourteen days. Post this date, the patient only had serous drainage. No further treatment was provided. The event resolved after course of keflex, on (B)(6) 2016. There were no labs, temperatures, or cultures to report other than the one clinic visit on (B)(6) 2016. The primary investigator reported that the event was related to the device and unrelated to patient condition or implant procedure. No further information has been provided.